Event description:
It was reported that the 2600 system had an error message and shut down during a case. Also the images sent to pacs were black. The 2600 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cassette sensing switch and hand controller were replaced. The lenzar camera was calibrated. The customer is going to replace the collimator control box and coil. A follow up report will be filed when additional details become available.